Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Metabolic acidosis. .device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax/phone), the date and cause of death was learned. No further information was received. A device history record review is currently in process.

Event description:
It was reported that the patient has expired after an implant duration of 0.07 months. Patient previously had another device implanted, and had a device explanted (both reported on a quarterly alternative summary report). Per dr, valley's nurse, the device was implanted with no complications. Per the patient chart, the cause of death was noted as "low cardiac output and severe metabolic acidosis" and on going severe heart disease.